Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5088446.

Event description:
It was reported that the patients lead was fractured. The patient was also experiencing inadequate stimulation despite reprogramming attempt and was discovered that the entire left lead had high impedances.